Manufacturer narrative:
Logfiles have been provided for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event, an eva pump module was returned for investigation. Please note that the investigation of this event is still ongoing.

Event description:
It was reported that the staff experienced difficulties with clamping the cartridge onto the pump module. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
In regard to the reported event, an eva pump module and logfiles were returned for investigation. Review of the logfiles confirmed the occurrence of error messages indicating that the cartridge could not be clamped. Investigation of the returned module revealed a defective pressure sensor. Due to this defective sensor, the pump module could not clamp the cartridge correctly which triggered the eva surgical system to present the reported error message on screen. Therefore the system could not pass priming. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Also a DHR review did not reveal any anomalies. Based on the investigation results, it was determined that this event is attributable to a random component failure of the pressure sensor inside the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that the staff experienced difficulties with clamping the cartridge onto the pump module. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
Log files have been provided for investigation.

Event description:
It was reported that the staff experienced difficulties with clamping the cartridge onto the pump module. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.